Event description:
A doctor alleged that approximately eleven (11) patients experienced either a cracked crown or tooth discoloration along the crown margin when breeze resin cement was used to cement restorations. This is the first of eleven reports.

Manufacturer narrative:
The doctor reported that one (1) patient had two (2) crown replacements on (B)(6) 2012; other specifics with regard to gender and age were not provided by the doctor. It was confirmed during a follow-up phone call with (B)(6), the doctor's assistant, that the patient is doing fine at this time. The lot numbers involved in the alleged incidents include 4435124 and 4404087; however, the doctor could not recall patient or incident details and was not definitive as to which lot was used for the procedure. The returned product for lot number 4404087 was evaluated, yielding results within specification. The returned product and retain sample were both evaluated for lot number 4435124; further investigation revealed that the product yielded results within specification. In addition, no similar complaints were received with regard to either of these lots.